Event description:
It was reported that a new ilet user experienced an episode of hypoglycemia recorded at 39 mg/dl after inadvertently entering a duplicate meal announcement, which customer support confirmed by reviewing reports and guiding the user to verify meal history to prevent repeat entries. Investigation included review of device data and user education on meal announcement procedures. Investigation of this case revealed user error related to accidental duplicate meal entry while using a compatible infusion set, with the device functioning as designed. Symptoms included shakiness with preserved ability to function. Outcomes included successful self-treatment with oral carbohydrate without medical intervention or hospitalization. It was concluded, based on similar reports, that the cause was use error due to duplicate meal announcement leading to excess insulin delivery.